Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23 (post-reset ram crc alarm), pump error 15 (the critical block and inverse critical block did not add to zero), and pump error 4 (the motor arm cannot communicate with the main arm). The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1882 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed the self-test and the displacement test. No pump error 4, 15, or 23 noted during test. Unit successfully downloaded to thump. However, the formatted history file confirmed the pump alarmed pump error 23 after battery removal on 06/19/2025 at 09:04:10 in pump downloaded history. Pump error 4 alarmed on 06/19/2025 at 09:04:08 and pump error 15 alarmed also on 06/19/2025 at 09:04:08 (line number: 442, file number: 38) due to software error as per global logic analysis. These alerts are expected and occur during normal pump operation. However, pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, pcba 1, and pcba 2 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronics assemblies, scratched case, battery tube threads cracked, stained keypad overlay, and pillowing keypad overlay. Pump passed all required testing, and no pump error 4, 15, and 23 noted during analysis. However, moisture damage was noted on pcba 1 and pcba 2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.